Event description:
Literature: albright al, ferson ss. Intraventricular baclofen for dystonia: techniques and outcomes. Clinical article. J neurosurg pediatrics. 2009;3(1):11-14. Summary: article evaluates the use of intraventricular baclofen (ivb) in nine children and once adult for the treatment of severe generalized secondary and heredodegenerative dystonia. Intraventricular baclofen infusion began at 80 mcg/day, was increased to 125 mcg after 16 hours, and then to 200 and 275 mcg 24 and 48 hours later, respectively. Dose-dependent lethargy and bradypnea occurred sometimes at the beginning of infusion but always cleared within a few hours after a dose reduction. The patient's orofacial, cervical and left upper extremity dystonia subsided completely and the lower extremity dystonia improved moderately. The port was removed and replaced by a pump. Pt was reported to have abraded his pump incision 5 weeks postoperatively and developed a staphylococcus aureus infection around the pump. The patient's csf remained clear but the pump and catheter were removed because of the potential that the infection might spread into the ventricles.

Manufacturer narrative:
.